Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was informed the paddle connection on the visera elite video system center was defective and the unit would need to be sent to the olympus national service center for evaluation and repair. The device was returned to olympus for evaluation and the reported issue was not confirmed. The video connector latch was worn out which caused a poor connection with pigtails. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use for a therapeutic procedure, the visera elite video system center presented no image when camera heads were connected. The unknown camera heads worked as intended when connected to other visera elite video system centers. The intended procedure was completed with no surgical delay. No patient injury or procedure impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 7 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to wear of the latch of the video connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.